Event description:
A surgeon reported that irrigation solution went into the air line through the auto stopcock during a procedure. Poor cutting of the probe was also reported. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Three lot numbers, manufactured in december 2012/january 2013, were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).